Manufacturer narrative:
This ICD is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that upon interrogation during pre-implant testing, this implantable cardioverter defibrillator (ICD) exhibited code 1002 which is indicative of battery usage being higher than expected. The ICD was never implanted or in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. Analysis determined the clinical observations and battery depletion were due to a high current drain on one of the transistors.